Event description:
It was reported that the right ventricular (rv) lead had high thresholds and possible exit block. The lead was capped and replaced. It was also reported that the implantable cardioverter defibrillator (ICD) had possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg implantable cardioverter defibrillator (B)(6) 2011, 3830 implantable pacing lead (B)(6) 2008, 4196 implantable pacing lead (b)(60 2011. (B)(4).